Manufacturer narrative:
(B)(4). Batch # unk attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Photo(s) received and are pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the photographic evaluation. Additional information was requested, and the following was received: was there an issue with the cut not being fully circumferential? Answer: no , tissue not stapled fully circumferentially. Was the cut fully circumferential but there were staples missing from the staple line? Answer: yes. What was the shape of the deployed staples? Answer: odd-shaped. Some opened out. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a hemorrhoidectomy, the pph03 stapler didn't fire properly and heard internal cracking sound come from internal body stapler during firing. As a result, incomplete donut and surgeon need to reinforce with suture to secure bleeding area and connect back the incomplete part.10-minute delay. The procedure was successfully completed with no patient consequences or change to the post-operative care. Case was completed.

Manufacturer narrative:
(B)(4) date sent: 04/07/2021 d4: batch # u5c17c h6: component code = mechanical (g04) per photographic evaluation: during the visual analysis of one photo, the following was observed: the photo shows a device from front side inside of a plastic bag. The anvil can be seen extended; however, the washer condition could not be assessed. Based on the photo alone the event describe cannot be confirmed. Please refer to the device analysis for full analysis details and conclusion. Device analysis: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the pph03 device arrived with no apparent damage. The breakaway washer was present and with an off-center cut. Also, the knife was examined for visual inspection and no damage was observed. The device was reloaded with staples and the device was tested for functionality and fired. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. It should be noted that product failure is multifactorial. It appears possible that the anvil was pushed far enough off center to result in an off center cut of the breakaway washer by pressing it hard enough against the anvil. This situation normally occurs when the tissue is not evenly distributed in the device. However, it could not be determined what may have caused the anvil to become off center. It should be noted that ensuring that the tissue thickness is within the indicated range and that it is evenly distributed in the device. Excess tissue on one side may result in unacceptable staple formation and can result in staple line leakage. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.a